Event description:
Customer reported air bubbles in the tubing about a quarter of an inch in size. She stated that there were no leaks. The blood glucose reading was 127 mg/dl. Customer was assisted in priming out the air bubbles. She stated that the reservoir was not rewound in place but it was discovered that she missed a step in the priming process by not pressing gently on the plunger to ensure that insulin enters the tubing. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.